Event description:
It was reported that during a laparoscopic gastric bypass procedure, the devices were leaking pneumo. Two new devices were used to complete the case with no patient consequence. The devices were discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.(B)(4)